Manufacturer narrative:
(B)(6). Date of report: 06aug19. The international fse (field service engineer) evaluated the ventilator and confirmed that it produced a battery alarm. The fse re-plugged the battery and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed.

Event description:
The customer reported a battery display failure. There was no patient or user involvement.